Event description:
Information was received from a consumer (patient¿s family member) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported the consumer said in 2012 the patient was having issues, and she thought he was going through withdrawal. They did a dye study and couldn¿t find anything. They put in a gastrostomy tube, they did a muscle biopsy, and the patient came home on several medications. The consumer said he went into the hospital on no medications and came home on medication. No further patient complications were reported.